Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital after receiving defibrillation and anti-tachycardia pacing (atp) therapy. Inpatient evaluation noted the atp accelerated the arrythmia and review of the episodes confirmed all delivered therapy was inappropriate due to noise and oversensing. Additionally, loss of right ventricular (rv) and left ventricular (lv) capture was observed on the presenting electrogram and out of range shocking impedance was noted with out of range rv and lv pacing impedance measurements. X-rays were not definitive for lead fractures; however, there were two areas of interest in the first rib, clavicle area and the leads appeared to be in close proximity to one another. The leads also were noted to have acute angles where they exit the device header. The clinician who reviewed the original xray from implant felt the cardiac resynchronization therapy defibrillator (crt-d) may have migrated slightly. Therapy was programmed off in favor of an existing pacemaker. System extraction may occur with consideration of a replacement crt-d if the patient's cardiomyopathy worsens. The clinical observations were communicated to this patient's following physician. The system remains implanted and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital after receiving defibrillation and anti-tachycardia pacing (atp) therapy. Inpatient evaluation noted the atp accelerated the arrythmia and review of the episodes confirmed all delivered therapy was inappropriate due to noise and oversensing. Additionally, loss of right ventricular (rv) and left ventricular (lv) capture was observed on the presenting electrogram and out of range shocking impedance was noted with out of range rv and lv pacing impedance measurements. X-rays were not definitive for lead fractures; however, there were two areas of interest in the first rib, clavicle area and the leads appeared to be in close proximity to one another. The leads also were noted to have acute angles where they exit the device header. The clinician who reviewed the original xray from implant felt the cardiac resynchronization therapy defibrillator (crt-d) may have migrated slightly. Therapy was programmed off in favor of an existing pacemaker. System extraction may occur with consideration of a replacement crt-d if the patient's cardiomyopathy worsens. The clinical observations were communicated to this patient's following physician. The system remains implanted and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Device technical analysis: this product was not returned. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that fracture is a known inherent risk with use of this product. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.